Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) then explained that device need to be replaced. Also, ts suggested save to disk and send data for analysis however, health care professional (hcp) deferred for now. To date, there were no interventions done and device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.